Manufacturer narrative:
This reportable event was identified during a review of complaint files between october 2017 and december 2019. This is for the second device listed in the complaint.

Event description:
Gallbladder had multiple stones. Noticeably large. Surgeon questioned if bag had elasticity, seemed to be "stretching." Then burst at bottom. Asked for second "new" 200, again experienced the elasticity of bag as he was tugging, twisting. Did lengthen incision with scalpel. Again asked if bag "stretches." Then it burst at bottom again. Surgeon then made incision significantly larger. Utilized original 200. Removed without incident.